Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h8 (reuse)/h10. Correction to h10: information regarding the user's reprocessing methods was inadvertenly omitted from the initial (see below). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if the device was reprocessed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown when the foreign material adhered to the device. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. It is unknown if the air/water nozzle was flushed with water and air. Manual cleaning information- there were no abnormalities with the accessories used for reprocessing. It is unknown if the scope was submerged in a detergent solution. It is unknown if the air/water nozzle was not wiped/brushed with a clean lint-free gauze, brush, or sponge. It is unknown if the air/water nozzle was flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6). The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the adhesive on the bending section cover (a-rubber) had a chip, the standard connector had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, switch 1 (sw1), the plastic distal end cover (c-cover), the connecting tube had a scratch, the protector of universal cord on the s-connector side, the protector of universal cord on control section side, the universal cord, the flexibility adjustment ring, the grip, the section cover, and the switch box, had a scratch, the paint on the suction cylinder was peeled, the air/water cylinder had corrosion, the u/d know had corrosion and was scratched, the right/left (r/l) knob had a scratch, and the control unit had discoloration. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had connector dents, the curved rubber adhesive was peeling, and cutting was noted. Upon inspection of the customer¿s returned device it was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.